Event description:
Customer reported that patient detected fluid dripping from pump and altered the nurse who found that the IV set was leaking from the proximal end of the pumping segment. No patient injury occurred. No further event or patient information was available.

Manufacturer narrative:
(B) (4). (B) (4). Patient information requested and all available information is included.